Manufacturer narrative:
S8-3t image quality degradation during clinical use at a critical time was previously evaluated per (B)(4) and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue.

Event description:
The fse verified an image quality issue with an s8-3t probe and replaced the probe to resolve this customer's issue. The record notes there was no injury associated with this event. S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # us 2011-1 and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue.

Manufacturer narrative:
The transducer was evaluated by the vendor who determined damage to the acoustic window caused a poor image quality issue.